Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged while the customer was sleeping. Customer's blood glucose level was 300 mg/dl. Customer successfully reloaded cartridge.